Event description:
Subsequent to the initially filed report, additional information was received stating the device was not used after expiration. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported unknown device damage cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 medical device problem code 2017 was removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the use of an expired device. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. One clip was successfully implanted, reducing mr to a grade of 1. However, the physician stated the steerable guide catheter (sgc) was defective during the procedure. Also, the sgc was expired at the time of the procedure. Despite the defect and expiration, the sgc was used during the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.